Event description:
It was reported the patient (B)(6) experienced a loss of stimulation. A diagnostic test found impedance issues for several lead contacts. The patient denies experiencing any trauma which may have contributed to this issue. Surgical intervention was undertaken to explant and replace the patient's lead thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.